Manufacturer narrative:
H2: additional information: b5: event description. Corrected data: h6: health effect - impact code.

Event description:
It was reported that, during a knee procedure, both t anchors of the fast-fix 360 deployed through the meniscus at the same time. Both ts were removed from the patient. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information: a1, a2, a3, a4 and b5.

Event description:
It was reported that, during a knee procedure, both t anchors of the fast-fix 360 deployed through the meniscus at the same time. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.

Event description:
It was reported that, during a knee procedure, both t anchors of the fast-fix 360 deployed at the same time. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the labels. The t1, t2, and suture are still on the needle. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator pushed both implants off the needle then continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.